Event description:
Device 2 of 2: ref MFR report: 1627487-2012-09108. During the permanent procedure the lead tested invalid impedance values on all contacts. A second lead was then used to finish the procedure however, invalid impedance values were still observed. The physician and the sjm rep decided to let the lead settle in before programming. Follow-up indicated the pt received stimulation post-programming. The lead in question was returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.